Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and it passed. No unexpected shut down was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was over 600 mg/dl at the time of the incident. Customer had blood in the cannula when she removed her set but was not actively bleeding. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future.. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.